Event description:
It was reported that the pt's implantable neurostimulator programs had unexpectedly changed. When last seen by the health care provider, the pt had two programs with the following parameters: left: 3.0v/pw/130hz; right: 2.2v/90pw/130hz). The programs now show the following voltage: left: 2.6v (from 3v) and right: 1.8v (from 2.2v). The programs were not changed by either the pt or health care provider.

Manufacturer narrative:
(B) (4).